Event description:
The device has been explanted. According to the device explant report form the device was exposed and the skin over the device was not intact. This report refers to this report refers to 9710014-2024-01127. For further information please refer to this report..